Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two follow up submissions for the same patient event. The other is 1220246-2017-00179f1 (cc103533-line 179935). The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by a patient that on (B)(6) 2015 she had undergone a right ankle fusion procedure during which an arthrex ar-8943br-06 locking distal fibula plate and the following screws were implanted: ar-8827l-24, ar-8835l-32, ar-8835l-40, ar-8935l-45, ar-8967-2870, ar-8967-2895, ar-8967-28105, ar-8840cl-40, ar-8835l-14 and ar-8827l-30 (qty 3). Patient reports the ar-8943br-06 plate (cc103533 line 179935) snapped into two pieces on (B)(6) 2016 which resulted in several screws also being released. Patient reports the plate and multiple screws are now loose within the tissue of the patient's foot. This was confirmed by a CT scan on (B)(6) 2016. When the plate snapped, the reconstructed foot and ankle collapsed causing the patient intense and constant pain which also resulted in severe limits on her mobility, even with use of her custom orthotic boot. The surgeon wants patient non-weight bearing and off of the foot totally and has requested an electric mobility scooter for patient to use full time. Patient also states that the surgeon is reluctant to attempt to remove the loose plate and screws or redo the surgery for fear of causing even more damage to healthy tissue and healing that has taken place since the initial surgery on (B)(6) 2015. Patient medical records, provided by patient, were received 5/1/17. Medical records revealed that patient underwent a revision surgery on (B)(6) 2016 during which the posterior calcaneal screw was removed. Medical records do not mention if any other screws (patient initially reported several screws had been released) were explanted at any time. Medical records also did not indicate if any medical intervention has taken place with regard to the broken plate (confirmed on 8/23/16). Medical records note poor bone quality and post-op on-compliance (early weight bearing). Most likely explanted part number determined 5/8/17: based on operative reports, x-ray pictures and medical records it has been determined that the most likely explanted screw part number would be ar-8967-2895 (cc103533-192906). On (B)(6) 2017 the patient underwent an amputation of her right leg below the knee. Right leg osteomyelitis/abscess.

Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same patient event. The other is 1220246-2017-00179 ((B)(4)). The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported by a patient that on (B)(6) 2015 she had undergone a right ankle fusion procedure during which an arthrex ar-8943br-06 locking distal fibula plate and the following screws were implanted: ar-8827l-24, ar-8835l-32, ar-8835l-40, ar-8935l-45, ar-8967-2870, ar-8967-2895, ar-8967-28105, ar-8840cl-40, ar-8835l-14 and ar-8827l-30 (qty 3). Patient reports the ar-8943br-06 plate ((B)(4)) snapped into two pieces on (B)(6) 2016 which resulted in several screws also being released. Patient reports the plate and multiple screws are now loose within the tissue of the patient's foot. This was confirmed by a CT scan on (B)(6) 2016. When the plate snapped, the reconstructed foot and ankle collapsed causing the patient intense and constant pain which also resulted in severe limits on her mobility, even with use of her custom orthotic boot. The surgeon wants patient non-weight bearing and off of the foot totally and has requested an electric mobility scooter for patient to use full time. Patient also states that the surgeon is reluctant to attempt to remove the loose plate and screws or redo the surgery for fear of causing even more damage to healthy tissue and healing that has taken place since the initial surgery on (B)(6) 2015. Patient medical records, provided by patient, were received 5/1/17. Medical records revealed that patient underwent a revision surgery on (B)(6) 2016 during which the posterior calcaneal screw was removed. Medical records do not mention if any other screws (patient initially reported several screws had been released) were explanted at any time. Medical records also did not indicate if any medical intervention has taken place with regard to the broken plate (confirmed on (B)(6) 2016). Medical records note poor bone quality and post-op on-compliance (early weight bearing). Most likely explanted part number determined (B)(6) 2017: based on operative reports, x-ray pictures and medical records it has been determined that the most likely explanted screw part number would be ar-8967-2895 ((B)(4)).